Event description:
A nurse reported that the c3f8 was not delivered to the auto syringe and there were priming issues prior to procedures. There was no pt involvement. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).